Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer' sister reported via phone call that her brother experienced high blood glucose level 568 mg/dl. Customer had blood glucose level of 258, 490 and 500 mg/dl. Customer had abdominal pain. Customer stated that the insulin pump had power error detected alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that the insulin pump had power error alarm detected recurred within week of previous troubleshooting. The insulin pump will be returned for analysis.